Event description:
Information received by medtronic indicated that the insulin pump had a motor power supply voltage error detected. Customer states they are able to rewind the pump. Displacement test was passed. Customer states alarm occurred during basal delivery. Customer states the insulin pump was not dropped or bumped. There was crack on back on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version: 5.2 b. Retainer = black. The customer alleged pump error alarm and cosmetic damage on the event date of (B)(6) 2022. Unit passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test. Successfully download history files and traces using thus. No pump error 41 was noted during testing and it was present in the history/trace file on (B)(6) 2022 at 22:28:00.000. The pump was cut open to perform a visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor/motor. Tested with a test p-cap locked in place properly. The pump was received with: cracked case (battery tube) pillowing keypad overlay. The device was not confirmed for pump error 41 during testing. Damage (physical or cosmetic) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test. Successfully download history files and traces using thus. No pump error 41 was noted during testing and it was present in the history/trace file on 05/24/2022 at 22:28:00.000. The pump was cut open to perform a visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor/motor. Tested with a test p-cap locked in place properly. The pump was received with: cracked case (battery tube). Pillowing keypad overlay. The unit was not confirmed for pump error 41 during testing. Damage (physical or cosmetic) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.